Manufacturer narrative:
The customer requested service to troubleshoot the issue. After significant troubleshooting the abbott field service representative (fsr) observed that the at ict waste line tubing was occluded which was believed to have caused dripping from the ict probe on to the reaction cuvettes. The ict waste line tubing was replaced to address the dripping and magnesium results issue. There were no additional discrepant magnesium results reported on c803539 after the tubing was replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed magnesium imprecision on the architect c8000 system. Data was provided for 11 patient samples. No adverse impact to patient management was reported. Pt (B)(6): recovered > 9.5, repeat 2.3 mg/dl, pt (B)(6): recovered 7.9, repeat 1.8 mg/dl, pt (B)(6): recovered > 9.5, repeat 2.7 mg/dl, pt (B)(6): recovered > 9.5, repeat 1.4 mg/dl, pt (B)(6): recovered 2.1, repeat 9.5 mg/dl, pt (B)(6): recovered > 9.5, repeat 1.8 mg/dl, pt (B)(6): recovered > 9.5, repeat 2.1 mg/dl, pt (B)(6): recovered > 9.5, repeat 2.1 mg/dl, pt (B)(6): recovered > 9.5, repeat 1.8 mg/dl, pt (B)(6): recovered 6.3, repeat 1.5 mg/dl, pt (B)(6): recovered 4.1, repeat 1.9 mg/dl. Note: the customer's normal range is 1.7 - 2.4 mg/dl.